Event description:
The customer reported the ventilator went vent inop and alarmed on power on due to an exhalation autozero failure. An autozeroing failure may affect the accuracy of the system pressure measurement and may result in a vent inop occurrence during normal ventilation mode operation. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturers service technician was unable to duplicate the reported event. Review of the device diagnostic log noted a vent inop occurrence as reported. The service technician reported that during testing the exhalation pressure was out of specification. The service technician replaced the sensor pcb board to address the reported problem. Performance verification testing was completed and tests passed to operating specifications.